Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor test alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information h6, h0 this remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped by the front left and right bottom corners, cracked by the tube holder, cracked right plunger case, and bottom case cracked by the l bracket pole clamp, with visible contamination. A non-original equipment manufacturer (OEM) battery pack was found in the device. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The root cause was caused by an out of calibration sensor because the customer did not perform annual maintenance on the device as recommended. Re-calibrated force sensor, power up, re-calibrated force sensor and device passed self-test., corrected data: d1.

Manufacturer narrative:
Other, other text: additional information h6, h0 this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped by the front left and right bottom corners, cracked by the tube holder, cracked right plunger case, and bottom case cracked by the l bracket pole clamp, with visible contamination. A non-original equipment manufacturer (OEM) battery pack was found in the device. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The root cause was caused by an out of calibration sensor because the customer did not perform annual maintenance on the device as recommended. Re-calibrated force sensor, power up, re-calibrated force sensor and device passed self-test., corrected data: d1

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped by the front left and right bottom corners, cracked by the tube holder, cracked right plunger case, and bottom case cracked by the l bracket pole clamp, with visible contamination. A non-original equipment manufacturer (OEM) battery pack was found in the device. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The root cause was caused by an out of calibration sensor because the customer did not perform annual maintenance on the device as recommended. Re-calibrated force sensor, power up, re-calibrated force sensor and device passed self-test.